Event description:
It was reported by the rep that upon receipt of the device, the tyvek was torn. There was no patient involvement. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.